Event description:
It was reported the drain broke during insertion following breast surgery. The surgeon tried to thread the drain through the wound and the drain broke. Another drain was placed without any pt injury or further complications being reported.